Manufacturer narrative:
Event unit returned to applied medical for evaluation. A follow-up report will be provide upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [name] incoming inspection po# (B)(4). This is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date:august 6, 2020. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. Insufficient heat sealing: c0r47 lot# 1389232 (1 ea). Patient status: na. Type of intervention: na.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: incoming inspection po# 153p033. This is a complaint from [name] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date:august 6, 2020 . Please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. Insufficient heat sealing - c0r47 lot# 1389232 (1 ea). Patient status: na. Type of intervention: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the heat seal on the pouch had delaminated. Testing was performed on the event unit, which confirmed that the sterile barrier had been compromised. Based on the condition of the returned unit, it is likely that the seal delamination was caused by a jam that occurred during the heat-sealing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.